Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The medwatch was originally transmitted on (B)(4) 2012 but due to the submission not passing validation and with the efforts by the FDA to process the report manually, which failed, this medwatch was filed pass the 30-day regulatory deadline. The medwatch was submitted on (B)(4) 2012. (B)(4).

Manufacturer narrative:
Evaluation method: work order search, device history record review results : a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to the lens decentered and dislocated.